Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample out of the pouch and primed. Visual inspection showed that the sample had a capped y site gland at the bottom. The white cap was removed and the sample was functionally tested by spiking it into an in-house 1000ml solution bag and re-primed. No leaks were observed and all clamps functioned normally with complete shutoff noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during infusion. The reporter stated that they had noticed a hole in the tubing ¿right next to the white strip.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.